Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was part of a pocket revision due to infection. The physician opened the pocket and cleaned the damaged skin. This device system remains in service. There were no additional adverse effects reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was part of a pocket revision due to infection. The physician opened the pocket and cleaned the damaged skin. This device system was subsequently explanted. There were no additional adverse effects reported.